Event description:
Revision surgery - completed due to the patient never having good function since she received the first implant. The glenoid and other parts were just moving around freely. The patient says she didn't have a traumatic incident, however; the doctor feels there was something that happened.

Manufacturer narrative:
The reason for this revision surgery was the patient reported never having good function since she received the first implant. The glenoid and other parts were moving around freely. The length of in vivo service was 9.6 years. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed this is the first complaint against this part number and against a part from this lot. This revision surgery was completed because the patient did not have good joint function after the primary surgery. It is reported the glenoid and other parts were just moving around freely and the patient stated she did not have a traumatic incident, however, the surgeon feels there was something that did happen. The surgeon reported no issues associated with the product and provided no information that definitively described the root cause or reason of the joint issues.